Event description:
Customer stated that pump had 480 ml to infuse and 80 ml was left over when the infusion completed. There was no pt impact reported.

Manufacturer narrative:
Customer stated that pump will not be returned.